Manufacturer narrative:
Conclusion: the reported issues are generally a result of conduction disturbances or hypertension, which are known potential adverse effects per corevalve instructions for use (IFU), or an effect of certain medications or other pre-existing patient conditions. Conduction disturbances are associated with any cardiac or thoracic procedure (open or catheter-based), and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Event description:
Medtronic received information that the day after the implant of this transcatheter bioprosthetic valve, the patient exhibited separate episodes of non-sustained ventricular tachycardia (nsvt) and bradycardia with atrial fibrillation. The patient was asymptomatic. The nsvt was treated with medication. Following an electrophysiology consultation, the patient was monitored. Subsequently, three days post-valve implant, a permanent pacemaker was implanted. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.